Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast reconstruction with a 600cc mentor memorygel breast implant, experienced left breast deflation prosthesis rupture and capsular contracture. The deflation was confirmed during surgery for the initial diagnosis of the capsular contracture. As a result, the patient underwent unilateral removal and replacement with a 700cc mentor memorygel breast implant on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained gel with clear appearance. White material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab¿s visual examination revealed parallel lines of shell wear on the anterior view of the device, suggesting in-vivo folding or creasing of the device. A rent was discovered on the posterior view measuring approximately 0.7 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were found. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. According to the information provided, mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).